Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. All tested products of the lot successfully passed this test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of moderately calcified lesion in a mildly tortuous segment of the proximal lcx. After pre-dilation, the complaint device was introduced and advanced towards the target lesion during which the physician experienced resistance. During the inflation attempt the balloon was unable to be inflated. Therefore, the complaint device was withdrawn and outside of the patient, a stent deformation was detected. The complaint device was discarded at the hospital.